Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low vte (exhaled tidal volume) and displaying the low inspiratory pressure alarm was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ecm.

Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume). The device also displayed the low inspiratory pressure alarm. There was no reports of patient use associated with the reported issue.